Manufacturer narrative:
A partial lead with the distal tip measuring 16.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The explant date should have been (B)(6) 2018.

Event description:
It was reported that non sustained episodes due to noise artifact. The lead was replaced on (B)(6) 2018. The patient was asymptomatic prior to procedure and was fine after the procedure.